Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power supply cord. The patient electronic unit's power cords were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed that after manipulating the power cord cable, it was further discovered that there was a shortage of voltage coming from the power cord that causes the pes unit not to stay turned on. A golden power cord cable was used in all future testing. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). It was reported that the patient electronic system (pes) had difficulties staying powered on and that there was fraying and exposed wires on the power supply cord-unconfirmed. Additional finding reveals that the patient electronic system (pes) has internal damage to the power cord, causing voltage shortage-confirmed.